Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not dispense the medicine as an empty or incorrect box was opened. A field service engineer identified the inventory error, which was not actually an issue with the device. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was not dispensing medication. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was not dispensing medication. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.